Manufacturer narrative:
H6: ventec has determined that this device was placed into commercial distribution back in december of 2013, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state "none". Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a hospice patient was on an invacare® perfecto2¿ oxygen concentrator when he passed away. The reporter, a distributor, advised that they did not have any further information about the patient's history/time in hospice.